Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: as the lens is not available for investigation. The complaint issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaints performed june 27, 2019 revealed no additional investigation requests for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zcb00 21.5 diopter intraocular lens (iol) was explanted from the patient¿s left eye due myopic results causing the patient decreased visual acuity. The replacement lens was the same model, but lower diopter (20.0). At explant there was no vitrectomy, sutures or incision enlargement required. The patient was doing fine when discharged. Visual acuity pre-op (pre-initial implant): 20/60-1. Visual acuity post-op (post-initial implant):20/40+1. Visual acuity post-op (post-replacement):20/30-1. No other information provided.